Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad was intact with no lifting or peeling. All keypad buttons were intermittently responding. The keypad was removed and the "up/down" key contacts were observed to be misaligned. The "ok" key contact was observed to be inverted.

Event description:
The pt reported that the buttons have to be pressed multiple times to elicit a response from the keypad.